Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called to report the treatment record showing different details of the current treatment than what was displayed under my records. The patient stated they watched the cycler drain close to 2700 ml on the last cycle but they currently saw 2214 ml drained. The patient was advised to select on my treatment and follow the prompts until they got to the treatment summary. After reviewing treatment summary with the patient, they confirmed information shown was correct. The patient was also informed the touch screen may have needed calibration as it may have displayed a different record than the one that was originally selected. Technical support was unable to calibrate touch screen due to the patient being in the treatment complete process but advised for the patient to call when available to calibrate touch screen. The touch screen issue occurred in tx complete - step 8 of treatment. The patient also reported the cycler prompted with ultrafiltration (uf) question messages; issue that occurred during tx complete - step 8 of treatment. The overfill event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 3680 ml during drain 3 of 4 of treatment. This drain volume is 184% the patient's prescribed fill volume of 2000 ml. The patient did perform a manual exchange and daytime manual exchange was entered as yes. As a result of the iipv event, the technical support representative replaced the cycler. The patient was advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to and was to perform manual exchanges and performed manuals. A replacement cycler was issued to the patient and the reported was scheduled for pick up. Upon follow up, the patient stated they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and reverted to manuals pending delivery of the replacement cycler. The patient confirmed there was no issue with the cassette or with a fluid leak during treatment. The patient received the replacement cycler and resumed treatment without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test - passed. Valve actuation test - passed. Patient sensor check ¿ passed. A received with reduced dwell simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called to report the treatment record showing different details of the current treatment than what was displayed under my records. The patient stated they watched the cycler drain close to 2700 ml on the last cycle but they currently saw 2214 ml drained. The patient was advised to select on my treatment and follow the prompts until they got to the treatment summary. After reviewing treatment summary with the patient, they confirmed information shown was correct. The patient was also informed the touch screen may have needed calibration as it may have displayed a different record than the one that was originally selected. Technical support was unable to calibrate touch screen due to the patient being in the treatment complete process but advised for the patient to call when available to calibrate touch screen. The touch screen issue occurred in tx complete - step 8 of treatment. The patient also reported the cycler prompted with ultrafiltration (uf) question messages; issue that occurred during tx complete - step 8 of treatment. The overfill event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 3680 ml during drain 3 of 4 of treatment. This drain volume is 184% the patient's prescribed fill volume of 2000 ml. The patient did perform a manual exchange and daytime manual exchange was entered as yes. As a result of the iipv event, the technical support representative replaced the cycler. The patient was advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to and was to perform manual exchanges and performed manuals. A replacement cycler was issued to the patient and the reported was scheduled for pick up. Upon follow up, the patient stated they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and reverted to manuals pending delivery of the replacement cycler. The patient confirmed there was no issue with the cassette or with a fluid leak during treatment. The patient received the replacement cycler and resumed treatment without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.